Manufacturer narrative:
Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: tissue residue on one of the returned products, but no visible obvious damage. Permeability test: to check if the pediatric prechamber are blocked, we have performed a permeability test on the products. The test showed that the pediatric prechambers were permeable. Results: based on our investigation, we are not able to substantiate the claim of "blockage". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The product system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Patient data: age: 1 year. Weight: 9 kg. Height: 70 cm. Gender: unknown. Implantation: unknown. Explantation: 12/02/2020. The same patient from #MDR notification : 3004721439-2020-00257; -00259; -00260 and 00269.

Manufacturer narrative:
We expect the product for testing. When following information is provided a follow-up will be submitted.

Event description:
It was reported that there was a problem with a vorkammer. The pressure could not be changed with progav2.0 fx410t, and the cerebrospinal fluid could not be discharged, resulting in clogging. No infection / no health hazard to patient. No further information available. The same patient from #MDR notification: 3004721439-2020-00257; -00259; -00260.